Event description:
Reportedly between september and october, 2003, surgeons reported to have a patient experience a dehiscence with a looped maxon suture. Dr. Reports the suture broke at the appex on the cases. Surgeon resutured patient without complication. No additional information.